Manufacturer narrative:
Medtronic received information from an external clinical technical support team in (B)(6) that documented data for patients with medtronic devices. The information was provided as part of a data set and no other information has been provided regarding this transcatheter bioprosthetic valve. No initial reporter (hcp) information or serial number was received. Without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that 12 days following the implant of this transcatheter bioprosthetic valve it was reported a fluoro deoxyglucose (fdg)-positron emission tomography (pet) (18 fdg pet) was positive in anterior and anterolateral area of the valve for endocarditis. The valve remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.